Event description:
It was reported that the balloon was stuck with the guidewire. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon got stuck with the non boston scientific guidewire. The devices were removed as a unit and the guidewire was able to be removed from the catheter outside the body. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).